Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty placing essure because plaintiffs uterus is tilted". The patient's medical history included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), vaginal haemorrhage ("abnormal bleeding vaginal"), the second episode of menorrhagia ("menorrhagia"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type-bacterial infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraine/ headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, allergy to metals, vaginal haemorrhage, the last episode of menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, fatigue, weight increased and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vulvovaginitis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: anticipated or scheduled date: (B)(6) 2020 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Lot number: 752414 manufacturing date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty placing essure because plaintiffs uterus is tilted". The patient's medical history included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), vaginal haemorrhage ("abnormal bleeding vaginal"), the second episode of menorrhagia ("menorrhagia"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type-bacterial infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraine/ headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, allergy to metals, vaginal haemorrhage, the last episode of menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, fatigue, weight increased and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vulvovaginitis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: anticipated or scheduled date: (B)(6) 2020 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Lot number newly added. Events: abnormal bleeding (vaginal), menorrhagia, bacterial infection, apareunia (inability to have sexual intercourse), bladder disorder, urinary tract disorder, migraine/ headaches, nausea, vaginal discharge, fatigue, weight gain, there was difficulty placing essure because plaintiffs uterus is tilted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("allergy: nickel"). At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event injury was deleted. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: nickel, migration. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.